Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The logs also confirm the reported 6 breakfast meals were announced between 7:51 am and 8:17 am. Just prior to the multiple meal announcements, the sensor expired alert was announced. The logs show the user entered the g7 pairing code 5 times between 7:39 and 8:50 am, however the cgm went offline. Based upon the reported event and the log review, the likely cause of this event is attributed to the multiple meal announcements delivered in succession. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/30/25, a cds reported that a patient experienced a severe hypoglycemic event (bg of 50 mg/dl) with loss of consciousness on (B)(6) 2025, the patient's aide called ems, where the patient was transported to the hospital for treatment. The patient was admitted on (B)(6) 2025. The patient did not recall their treatment while in-hospital, but the patient reported their bgs came back into range. The cds reported the patient announced six breakfast meals in a row. The patient was discharged on (B)(6) 2025. The cds followed up with the patient who reported was doing well.